Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false positive sofia sars result for asymptomatic (off label use, at the time of testing) patient. The customer communicated that the result was confirmed negative through pcr testing and through a repeat sofia test.